Manufacturer narrative:
The monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was being helped into a wheel chair by his daughter at the time of the event. It was reported that a neighbor performed CPR. Review of download data surrounding the event indicates that bradycardia was detected three times from 17:02:58 to 17:44:34. The patient received three non-lifevest external defibrillations from 17:45:00 to 17:48:15. The rhythm at the time of the first external shock was sinus tachycardia at 110bpm. The post shock rhythm was svt at 150bpm. The rhythm at the time of the second and third external shocks was svt at 150bpm. The post-shock rhythm of the second and third external shocks was svt at 150bpm. At 17:48:19 the patient received a fourth external non-lifevest shock. The rhythm at the time of the treatment was sinus rhythm at 70bpm. The post-shock rhythm was asystole. At 17:50:26, the lifevest detected an accelerated an idioventricular rhythm degrading to ventricular tachycardia (vf). The response buttons were pressed which prevented the lifevest from delivering a treatment during the ventricular arrhythmia. The lifevest detected a asystole and was shut down at 17:51:13 on (B)(6) 2016. Asystole is considered a non-shockable rhythm. The patient subsequently passed away.